Manufacturer narrative:
(B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the vasoview hemopro vh-3500 cautery handpiece tool doesn't slide easily within the cannula. A replacement device was used to complete the procedure. No harm to the patient.

Manufacturer narrative:
Trackwise#: (B)(4). The device was returned to the factory on 07/18/2022. An investigation was conducted on 08/15/2022. A visual inspection was conducted. Signs of clinical use and evidence of blood were visible on the c-ring of the cannula and jaws of the harvesting device. Charred material was also observed on the jaws. The harvesting device was returned inside the cannula. The heater wire and gray silicone insulation on both the cold and hot jaws was observed to be intact, with no visual defects were observed. No visual defects were observed on the cannula or harvesting device. A mechanical evaluation was conducted. A reference endoscope was inserted into the cannula until it audibly and visibly snapped into place with no physical or visual difficulties. The harvesting device was inserted through the port into the cannula with no physical or visual difficulties. The mechanical components of the device functioned with no issues. Based on the returned condition of the device and the results of the investigation, the reported failure "fitting problem" was not confirmed. The lot # 3000243450 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.